Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient experienced intermittent power cable disconnect alarms while connected to their mobile power unit (mpu). It was noted that the yellow advisory alarm led was not illuminated when the mpu was plugged in during these events. The patient reported there was a recent power outage at their home while they were connected to their mpu. The cause of the alarms could not be confirmed, and the patient's mpu was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of intermittent power cable disconnect alarms while connected to the mobile power unit (mpu) (serial number (B)(6)) was confirmed via analysis of the returned product. The submitted controller event log file (labeled (B)(4)) contained data spanning approximately 1 day ((B)(6) 2023 ¿ (B)(6) 2023 per the timestamp). There were no notable atypical alarms active in the log files; however, the reported event date ((B)(6) 2023) was not captured within the timestamp of this log file. The mobile power unit was returned and evaluated at the service depot and noted to have several puncture marks in the mpu patient cable and ac power cord. During the evaluation, the mpu was connected to a mock circulatory loop and the controller alarmed with ¿connect power¿ alarms after the driveline was connected, confirming the reported event. The patient cable was then replaced and was forwarded to product performance engineering for further analysis. During ppe analysis, the mpu was connected to a mock loop and the test controller and mpu alarmed for connect power alarms, confirming the reported event. A continuity and current leakage test was performed and revealed that the grey rsoc wire was electrically shorting to the cable shield. The cable was dissected revealing a breach in the wire insulation which resulted in an exposed conductor that was electrically shorting to the cable shield. The root cause of the reported event was determined to be an exposed wire conductor that was electrically shorting to the cable shield, causing the mobile power unit to alarm. The device history records were reviewed and the records revealed the heartmate mobile power unit (serial#: 19968557) was manufactured in accordance with manufacturing and quality assurance (qa) specifications. Heartmate iii instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use (rev. C) section 2 entitled ¿system operations¿ and heartmate iii patient handbook (rev. D) section 2 entitled ¿how your heart pump works¿ states ¿do not twist, kink, or sharply bend the driveline, system controller power cables, power module patient cable, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible.¿ the patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.